Event description:
During evaluation, additional potential adverse events were noted as identifier (ID) function failure, b30 (scope communication error) and e216 (scope communication error) .

Manufacturer narrative:
Correction to b5 as additional information was inadvertently missed on the initial. Correction to h10- the reported event was confirmed during evaluation. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. And correction to b5 and h10 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely damage to the image sensor unit (e.g., disconnection) or failure of mounted components (ic chip, capacitor, etc.) On the electrical board due to stress from use, external factors, or handling caused the failure of the sandstorm imaging, ID function, and display of b30 and e216 error to occur. The inspection method for the all 4 events is described as follows in the operation manual below; "chapter 3 preparation and inspection." 3.8 "inspection of the endoscopic system in the operation manual.¿ "inspection of the endoscope" confirm that the wli and nbi endoscopic images are normal. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of bad image was not confirmed. Device evaluation found that due to damage on the charged coupled device unit, b30(scope communication error) occurred, no scope ID data, the adhesive on bending section cover had a chip, light guide cover glass was deformed, and due to deformation of the bending tube, angulation lever did not move smoothly. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope had a bad image. The issue was found during preparation for use, and the diagnostic procedure was completed with a similar device. There were no reports of patient harm.